Manufacturer narrative:
(B)(4). Evaluation of the returned device finds deformation around the bushings. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were damaged in normal use during intraoperatively. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device finds deformation around the bushings. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.